Event description:
It was reported that the patient experienced an allergic reaction at the neurostimulator and lead/extension connection site. The patient was prescribed steroids but they have been ineffective. The patient was at the clinic. It was planned to have the device removed tomorrow. Further info is being requested from the hcp.